Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The following event was reported: the head of the locking screw diameter 3.5 mm and length 2 cm went through the anchorage plate catalog# plp50230. Precautionary measure and actions taken by a change of devices.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this report can be disregarded. If any additional information is provided indicating otherwise, a supplemental report will be provided.

Event description:
The following event was reported: the head of the locking screw diameter 3.5 mm and length 2 cm went through the anchorage plate catalog# plp50230. Precautionary measure and actions taken by a change of devices.